Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a carotid interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. A query of the electronic complaint handling database indicated there had been no similar needle to cuff miss incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.